Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. No programming changes were made. There were no patient consequences, and the patient will continue to be monitored.